Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The patient reported that the blood glucose levels reached 330 mg/dl while wearing the pod 1 and 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 697 pulses before generating an 0x14 alarm. Timeouts occurred at the end of runtime in tandem with the occlusion alarm. The investigation found no damages or deficiencies that would contribute to an occlusion alarm. The exact cause of the 0x14 occlusion alarm could not be determined. Inspection of the needle mechanism components found no damages or deficiencies that would contribute to a needle mechanism failure. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. The investigation found no issues that would result in a failure of the needle mechanism.